Manufacturer narrative:
G1 - mfg contact office address 1, g1 - mfg contact office city, g1 - contact office region state, and g1 - contact office zip code: correction.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The observed leakage was attributed to historical tooling variation associated with tool. Device history record (DHR) review was conducted for the suspect lot. Three nonconforming material reports (ncmrs) were identified and associated with this lot, all related to water leak test failures at the b port position. Based on the investigation, the observed leakage was attributed to historical tooling variation associated with tool, which has since been corrected through work order.

Event description:
It was reported that blood began to flow back from the patient. The line was flushed, after which blood leaked from the front of the stopcock, prompting replacement of the device. There was patient involvement, and no patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.